Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are underfilling. This occurred on 41 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 367861, batch no. 8121575 it was reported tubes were witnessed as under filling. Case detail report verbiage, - "tubes are causing short draws. Tubes are only filling 2/3 full."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and underfill was not upon completion, the issue relating to underfill was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Evaluation/testing of the retain samples was also conducted and underfill was observed. Further investigation has been initiated through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#260774 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2 mg blood collection tubes are underfilling. This occurred on 41 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 367861, batch no. 8121575. It was reported tubes were witnessed as under filling. Case detail report verbiage, "tubes are causing short draws. Tubes are only filling 2/3 full."